Event description:
It was reported that during an unknown procedure, there was leakage of the trocar. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
The facility reported a colleague pump with failure code 808:02. It was not specified when reported condition occurred. It is unknown if there was any patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the weld broken making the device non-functional. Due to the condition of the device, no functional testing could be performed. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The final quality release criteria were met before this batch was released for distribution.